Manufacturer narrative:
(B)(4). (B)(6). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, two absorb bioresorbable vascular scaffolds (bvs) were successfully implanted (3.0x23 posterior-lateral (pl) coronary artery; 3.5x23 mid to distal right coronary artery (rca)). 11.5 months after the procedure, the patient prematurely discontinued clopidogrel and experienced chest pain. On (B)(6) 2017, the patient was hospitalized. Electrocardiogram (EKG) showed significant st changes and a myocardial infarction was diagnosed. Percutaneous coronary angiography was performed and thrombus was noted in the 3.5x23 mm bvs in the rca. Intervention was performed with balloon angioplasty and implantation of a drug eluting stent, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: when the patient discontinued taking clopidogrel, they continued to take aspirin only. Once the thrombus was identified, they were started on ticagrelor (anti-platelet medication). There was no additional information provided.